Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with audible tones, vibration, and a blank display screen. The pump case was removed and evidence of moisture ingress was observed on the display flex and other internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that the pump display screen was flickering. A new lithium battery was in use when the flickering display occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.